Manufacturer narrative:
Initial reporter facility name:(B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on device history record review, no abnormality was observed during the production of the affected batches. No photo/samples were received for investigation. Root cause is therefore not established. The complaint will be re-opened and re-investigated when sample is received.

Event description:
It was reported that the bd eclipse¿ needle experienced the needle and syringe spinning out and separating. The following information was provided by the initial reporter: needle broke within the patient. More specifically, the needle and the syringe separated (spun out). She went to activate the shield, there was nothing to activate. Noticed that the needle was in the patient. Needle was removed from the patient. No surgical intervention required. No harm to patient.